Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Batch record review was conducted with the following findings: the urinary catheter in question was packed under sap material ID 1733311 / icc 510690 and manufacturing lot 5j00912, in quantity (B)(4) in september 2025 on machine a447, at center c2. No similar complaint was received on lot 5j00912, and malfunction code uca-pmc11.07 primary pack has incomplete or open seal / weld, or is torn, ripped damaged, split, cracked or crushed or contains holes or exhibits external contamination (e.g. Water marks, stains), or dressing or loose material is trapped in packaging. The machine logbook was checked, and no records related to this issue were found. Review of the DHR showed that all relevant tests required during the manufacturing and packaging process and final product release had been fulfilled and met the requirements. No nonconformity related to the issue reported had been registered during the sterilization process of the mentioned lot. The product was packed according to the instruction for packing. According to process instruction g805355 products in bag - all products must be inserted to the bag according to drawing 60132, point 5.15.4 weld - bag welds must be uniform along the entire length, without damage or any deficiencies, point 5.15.5 spot weld - spot welds of bag have to be uniform along the entire perimeter. All products are visually inspected by operators with 100 percent visual inspection and confirmation documented. According to the pictoral IFU, water sachet has to be cracked before catheter is removed from the packaging. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092. Manufacturing site: 3005778470.

Event description:
End user reports "catheter welded to packaging and unable to remove".

Manufacturer narrative:
Device 3 of 3 e.1: complainant phone: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 3005778470.